Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient turns stim on, she starts to feel pain around her tailbone all the way to her front. When stim is turned off, the pain stops. The therapy did help her with tingling pain however. The ins was not charged for a month and a half and now needed an MRI in order to troubleshoot the issue. It was confirmed the external equipment would not communicate with the ins. A hcp did not think the ins was functioning. The patient was trying to put the ins into MRI mode, but the patient hadn't used her recharger in several weeks and it was plugged in for 20 minutes, but it wasn't turning on. An appointment was scheduled for (B)(6) 2020 to address the possible overdischarge. Additional information received from the patient indicated that they have had pain around their lower back, butt, and front area since a fall in 2017-2018. They noted that a healthcare provider (hcp) recommended that they call the manufacturer to discuss ¿something is wrong with ins and wire corroded or something.¿ the patient noted that they stopped using therapy about a few months ago because they thought it was causing problems, but some of their pain came back, so they started using therapy again. They stated that they still have pain, and feeling like a rash or chapping, and it hurts to sit down as it feels like a needle sticking in their buttocks area. The patient added that they have pain all the time except early in the morning, but as soon as they start walking and moving around, they have pain. The patient was to follow-up with their healthcare provider.